Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, cause not established. H11: updated based on the results of the investigation. Investigation summary: purge cassette returned. No data logs returned. The clinical details state that there was an optical sensor failure. The returned product did not have any damages noted, 5s were within specification and it passed laser continuity. The pump was run in a bucket of water and no alarms were noted. Due to a lack of data logs provided and limited clinical information, the root cause cannot be determined. Device history review: impella 634110 passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced an optical sensor failure. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.